Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had no magnet response and outputs could not be changed. The ipg was at elective replacement indicator (eri). It was also noted that there was intermittent capture on the ipg. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.